Event description:
It was reported that the right ventricular (rv) lead exhibited unspecified oversensing that led to pacing inhibition. Lead abrasion was suspected by physician but not confirmed. On (B)(6) 2022, the lead was capped and replaced. The patient was in stable condition.

Event description:
New information received noted the previously capped lead was explanted electively on (B)(6) 2024 during another procedure. The patient condition was stable.